Event description:
Healthcare professional (hcp) reported that the patient (pt) may have received an overfill of solution while using the homechoice cycler for apd therapy. The hcp reported that they have received a last fill volume of 3,000mls and had not drained out this fluid prior to the start of apd therapy. Hcp reported that at the start of apd therapy, the cycler advanced from the initial drain into fill 1 without draining the last fill volume of 3,000mls and began to deliver the programmed fill volume. The hcp reportedly halted the fill after 2,443mls had been delivered, which would have given the pt an accumulated volume of approximately 5,443mls. The cycler was placed into a manual drain and an unspecified volume of fluid was removed. There was no patient injury or medical intervention reported.